Event description:
Customer has returned three samples from same lot no. 51 68 05 for analysis. One sample is used and 2 samples are unused. Customer states that the syringe leaked at the luer and wanted the samples of the infusion set analyzed by maersk medical, as the customer considers that the silhouette also may be defective.